Manufacturer narrative:
Section b2: correction ; section b5: correction to infection resolve date; section d4: correction to expiration date ; section h4: additional information. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Infection resolved on (B)(6) 2018.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. (B)(6).

Event description:
It was reported that the patient had a major infection beginning (B)(6) 2019. A wound smear on (B)(6) 2018 found corynebacterium amycolatum, serratia marcescens, and anaerococcus. Drug therapy of cotrimoxazol 960 mg 1-0-1 (once in the morning, once in the evening) was started from (B)(6) 2018 to (B)(6) 2018. Patient was outpatient during event.